Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. It was reported that the pump delivered a bolus at random without being programmed by the user. It was alleged that the patient had a blood glucose (bg) value that was reported to be less than 70 mg/dl but greater than 40/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because of an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2016 with the following findings: during testing, the pump powered on normally. The pump was exercised for 24 hours with no unprogrammed boluses. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keypad buttons were observed. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked.